Manufacturer narrative:
(B) (4).

Event description:
Caller reports approximately 3 months ago noticed stimulation in the wrong location. States it is supposed to be in his left leg but is feeling it more in his right leg and needs an adjustment. Surgery to add a second lead was done. Pt outcome unk at this time.